Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (internal clock failure) has been confirmed. Upon investigation the monitor displayed service code 110. The cause for the resets was isolated to a shorted u1003 pld processor and thermal damaged to u1004, u1005, r16, k2, r46 and r45 components on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse event resulted from the damaged monitor.